Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the unit was under repair january/february 2023. The unit was released back to the customer 21.2.2023.last weekend the unit had been used on a event earlier in the evening and new hoses has been replaced afterwards. The next patient during the night, the device had started up after a self-test and reported a technical state error. So the self-test didn't pass. While examing the device, those on the event noticed that the patient tubing was the wrong way around in the device. So the hose was pointing backwards. (Not sure which hoses they mean with these, flow sensor or breathing tubings). No patient harm or consequences reported.